Event description:
During procedure of suture of gastric fistula, needle from overstitch endoscopic suturing system became bent. While attempting to remove the needle, there was a 5-6 cm mucosal tear. The muscle layer appeared intact. Seven clips were used to close the wound. The patient was admitted for 24 hours and went home with follow up at a later date.